Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes post deployment, a computed tomography of abdomen was performed for filter evaluation. The study showed that inferior vena cava filter was demonstrated within the inferior vena cava centered at the l4 level. The filter was angulated at 140 degrees with the proximal aspect of the filter extending towards the lateral wall of the inferior vena cava. The filter prongs extend beyond the margin of the inferior vena cava lumen both medially and laterally. Laterally one prong was seen along the anterior medial wall of the adjacent aorta. Slightly more distally there was a prong extending beyond the medial wall of the inferior vena cava both anteriorly and posteriorly extending along the aortic bifurcation/proximal common iliac arteries. There was a prong extending beyond the medial wall of the inferior vena cava with tip of one of the prongs into the anteromedial wall of the right psoas muscle. The filter prongs are however not fractured. The proximal aspect of the filter was 5.9 cm from the level of right renal vein. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical reason. At some time post filter deployment, it was alleged that the filter was tilted and struts perforated outside the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.